Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(4) magna mitral. Subject (B)(4). Edwards received notification that this patient with a valve model 7300tfx27 implanted in the mitral position was admitted to hospital with clinical symptoms of heart failure after an implant duration of 7 years and 4 months. On echo it was observed that the valve presented with high gradients (max 27.55mmhg; mean 11.47mmhg and mva 1.2 cm2) and the pa pressure was increased. The site reported a structural valve deterioration event based on this echo observations. As reported, the patient developed bronchitis and started on antibiotics and then developed trhombocytopenia during her stay at the hospital. As per medical opinion, the possible cause of her shortness of breath was valve failure or infective endocarditis. The endocarditis was not confirmed, although there was observed on echo a mobile mass of uncertain ethiology attached to the lv papillary muscle. The patient went into respiratory distress with a large pleural effusion, probably secondary to decompensated heart failure. Despite of conservative therapy the heart failure became irreversible and the patient died 54 days after re-hospitalization. It was suspected but not confirmed that the worsening of the heart failure was a result of the mitral stenosis. As reported, the were no medical actions planned to treat the mitral valve. Concomitant procedures: av replacement (3300tfx23mm (B)(4)).